Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's "devices were removed due to blood clot." Follow-up was attempted with the physician; however, no additional information could be obtained. The patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) had been explanted and replaced. No further patient complications have been reported as a result of this event.